Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3. Testosterone (tes) analyte application manual states that : the following substances were tested for cross-reactivity. Cross-reactivity (%) is the percent of the compound which will be identified as testosterone. If these compounds are present in the specimen at the same concentration as testosterone, the final result will be increased by these percentages. Substance concentration added (ng/dl) cross-reactivity (%) androstenedione 200000 1.71 aldosterone 160000 0.00 androsterone 2000000 0.03 corticosterone 100000 0.01 cortisol 160000 0.00 cortisone 160000 0.00 danazol 4000 0.00 11-deoxycortisol 20000 0.00 dexamethasone 160000 0.00 dhea 5000 0.01 dhea-sulfate 20000 0.00 5-dihydrotestosterone 000 0.81 esteadiol 200000 0.00 estrone 10000 0.00 ethisterone 1000 0.00 fluoxymesterone 100000 0.00 19-hydroxyandrostenedione5000 0.00 methyltestosterone 600 0.15 norethindrone 500 0.00 prednisone 16000 0.03 progesterone 20000 0.02 norethynodrel 1000 0.03 spironolactone 20000 0.01 triamcinolone 1000 0.00 the most probable cause of the reported event was patient was on medications that cause interference.

Event description:
A customer reported that they that believed they were having interference with specific patient's testosterone (tes) samples on their aia-900 analyzer. The customer reported that a female patient was tested in (B)(6) with a result of 1063 ng/dl. When the patient returned for testing in (B)(6), the results were 1847 ng/dl with re-run result of 1899 ng/dl. The sample was drawn in a serum separator tube (sst), spun down, and poured off. The customer repeated the sample again and the results were 1921 ng/dl with a rerun result of 1979 ng/dl. The customer then reran the sample on 10 times dilution and the results were 500.96 ng/dl and 547.95 ng/dl. The quality controls (qc) were in range. The customer sent the sample to an outside lab with an unknown methodology and the sample result was 63 ng/dl. Information provided by the customer to technical support stated that the patient was taking hormone replacement therapy cream containing biest, testosterone and progesterone, a dhea supplement, and a number of other medications for multiple medical conditions. Technical support discussed with the customer the list of interfering substances in the testosterone (tes) analyte application manual and found that the dhea and the cream were causing the interference. There is no indication of any patient intervention or adverse health consequences due to this event.